Event description:
The manufacturer received information alleging a ventilator's oxygen flow was low. The patient's blood oxygen saturation decreased and the patient was placed on a different ventilator and the patient's blood oxygen saturation returned to normal. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.